Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: *what was done to retrieve the broken piece? For example, another incision, or second surgery? *was there any additional tissue damage as a result of searching for the needle piece? * were there any patient consequences? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified h6 component code: g07002 ¿ device not returned.

Event description:
It was reported that the patient underwent a laparoscopic gastrectomy and intestinal adhesiolysis procedure on (B)(6) 2024, and suture was used. When the doctor used the residual end of the suture to reinforce, the needle broke and the needle tail separated from the needle. Therefore, the needle was carefully removed and fully spliced, confirming that there was no residue in the patient's body cavity. The same type of suture was replaced and continued to be sutured. Doctor hadn't held the broken part with a needle, hadn't reshaped it, and it broke after sewing a few stitches. Doctor can't remember the exact number of stitches. Additional information was requested.